Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil and the right ventricular (rv) coil had high impedance. Noise was also seen on the rv channel. The leadwill be replaced. No patient complications have been reported as a result of this event.